Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the lutonix 035av device with guidewire loaded in the hub and exiting through distal tip. Blood residues were observed throughout the balloon. Deformation present in the balloon near the distal tip. The second photo shows the healthcare professional holding lutonix 035av device loaded onto a guidewire and an unknown sheath. The distal end of the balloon was observed to be bunched and protruding from the distal tip of the sheath. Blood residues were noted in both the balloon and sheath. No other anomalies were noted. Therefore, the investigation is confirmed for the reported sheath removal difficulties and identified material deformation as the bunching was noted in the distal tip of the balloon, which could have caused difficulty in removing the device through sheath. However, the investigation is inconclusive for the reported deflation issue as no objective evidence was provided for review. A definitive root cause for the reported deflation problem, sheath removal issues and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 035av drug coated balloon catheter. During the procedure, it was reported that the balloon catheter allegedly unable to deflate. It was further reported that the balloon could not be retracted from the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the lutonix 035av drug coated balloon catheter. During the procedure, it was reported that the balloon catheter allegedly unable to deflate. It was further reported that the balloon could not be retracted from the sheath. There was no reported patient injury.